Manufacturer narrative:
It was reported statspin express 3 centrifuge spinning of the rotor without the lid latching (reproducible problem confirmed). No injuries were reported. The problem has been determined to be the balance switch and broken bracket along with the latch micro switch.

Event description:
The customer reported rotor could spin without lid latching.